Event description:
It was reported that port was implanted into right jugular vein in 2006 without complications. An x-ray was done at same time to confirm line position in right jugular vein. The line was used within 24 hours without any problems. The use of line was continued almost 3 - 4 days per week without event until early 2007, the pt was admitted for chemotherapy. As clinician attempted to access line, there was no blood return, so the needle was removed and a peripheral line was inserted. A chest x-ray revealed catheter detached from port and coiled in heart. Port appeared to be in locked position. An echo study confirmed line in right ventricle. Patient remained asymptomatic with normal ECG findings. Removal of catheter was arranged with a cardiologist in cardiology center via a right femoral catheterization. The procedure was uneventful. Removal of port was delayed until pt's count recovered post chemotherapy, which was given via peripheral line the following month.

Manufacturer narrative:
Follow-up report will be filed if more info becomes available.